Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral atrophy. A surgical procedure was performed in which the previous implant was removed and replaced. There were no additional patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4).